Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the message errc 14 when testing on the adc freestyle libre reader. As a result, between (B)(6) 2021- (B)(6) 2021, the customer experienced symptoms of hyperglycemia described as headaches, vomiting, and upset stomach. The customer was brought to the hospital and admitted where they were provided an intravenous series with an insulin pump and other unspecified drugs for the treatment of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the message errc 14 when testing on the adc freestyle libre reader. As a result, between (B)(6) 2021, the customer experienced symptoms of hyperglycemia described as headaches, vomiting, and upset stomach. The customer was brought to the hospital and admitted where they were provided an intravenous series with an insulin pump and other unspecified drugs for the treatment of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the precision strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs lire reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the message errc 14 when testing on the adc freestyle libre reader. As a result, between (B)(6) 2021-(B)(6) 2021, the customer experienced symptoms of hyperglycemia described as headaches, vomiting, and upset stomach. The customer was brought to the hospital and admitted where they were provided an intravenous series with an insulin pump and other unspecified drugs for the treatment of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.